Event description:
During an atrioventricular reciprocating tachycardia / wolff-parkinson white syndrome procedure, it was reported that this catheter displayed high impedance (240). The device was exchanged and the case resumed. Additional information provided stated there was char observed when the catheter was withdrawn after the 3rd hi impedance cutoff alert happened. This was an accumulated time of 90 seconds of rf delivery. Total time spent in the area where the high impedance cutoff occurring was approximately 100 seconds. The catheter was reaching the temperature but only delivering 15-20 watts of power when the impedance cutoff happened. The char was less than 3mm³. Due to this catheter condition, this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrioventricular reciprocating tachycardia / wolff-parkinson white syndrome procedure, it was reported that this catheter displayed high impedance (240). The device was exchanged and the case resumed. Additional information provided stated there was char observed when the catheter was withdrawn after the 3rd hi impedance cutoff alert happened. This was an accumulated time of 90 seconds of rf delivery. Total time spent in the area where the high impedance cutoff occurring was approximately 100 seconds. The catheter was reaching the temperature but only delivering 15-20 watts of power when the impedance cutoff happened. The char was less than 3mm³. Due to this catheter condition, this is now a MDR reportable event. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.